Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of ds2 replacement device no longer powers on or functions. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation observed the pca burn for this reason the device does not turn on, scratched ui panel. The customer complaint was reproduced. There was no error has been identified. The device was scrapped.